Event description:
Additional information received reported that the patient had urethritis. The reporter stated that the device was off. The patient underwent urethral dilation and was "better."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3889-33 lot# v064504, implanted: 2008 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient had been having uti (urinary tract infection) issues for the past month and had not felt stimulation since then. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports the patient wants her device to be explanted. She called to ask what the explant surgery entails. She was implanted in 2008 and her ins (stimulator) had been dead for the last 2 or 3 years. She did not remember exactly but said it was at least 2 years ago when ins depleted. She called manufacturer when she first noticed the problem. Manufacturer first send her a patient programmer replacement but it did not resolve the issue. Manufacturer then told her to go to hcp (healthcare provider). She went to hcp and hcp confirmed ins was depleted. The patient does not know if normal battery depletion. Hcp just said the battery was dead and did not say anything else.